Event description:
Asr revision reported by sales rep, right hip, reason(s) for revision: painful asr cup. Product details provided: 54 asr cup, 47 head, -1 sleeve, 6 std stem summit.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2014-23332. This report, 1818910-2014-18745, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-23332.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/1/2014 - litigation received. Litigation alleges stiffness, discomfort, and weakness and excessive levels of chromium and cobalt. Patient's new hip implants dislocated on (B)(6) 2014 after revision surgery. Medical records for the dislocation were received. There is no new additional information that would affect the investigation. This complaint was updated on: 07/15/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/05/2014- legal claim received. Doi provided. There is no new additional information that would affect the investigation. This complaint was updated on: 06/01/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 7/30/2014 - medical records received. Upon revision, a pseudotumor, mild corrosion on the trunnion with no damage to the stem, and green yellow tissue under the femoral head were noted. The information received does not change the MDR decision. This complaint was updated on: 08/19/2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/25/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 07/30/2014.